Manufacturer narrative:
Stryker evaluated the customer's device and observed the main keypad had a physical scratch/gash through it, making it difficult to operate. Stryker replaced the device's main keypad to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for service.

Event description:
During routine preventative maintenance testing by stryker, it was observed the on/off button was "difficult to operate". In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.